Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent right ventriculoatrial shunt revision in order to replace and reposition the distal catheter to the right atrium. According to the report, the catheter was not explanted. The report stated that the patient is well.